Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and met performance specifications.

Event description:
It was reported that a patient underwent an emergency d&c with hysteroscopy, possible biopsy, and resection of endometrial mass on (B)(6) 2011. During the procedure, an error two hundred fifteen occurred with the generator and the procedure was converted to a d&c with hysteroscopy with attempted resection of edometrial mass, vaginal hysterectomy, and bilateral salpingo-oophorectomy.